Manufacturer narrative:
The tech troubleshot the bed and found the brake detent mechanism was defective. He replaced the brake detent mechanism to repair the bed.

Event description:
The customer alleges that the brake pedal will set into position but the brakes fail to hold. The bed is located in the maintenance dept. No injuries.